Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms. Subsequently, a revision procedure occurred and the rv lead was explanted and replaced. The lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of the lead were received; a portion of the lead was not received. The lead was severed 162 millimeters (mm) from the terminal pin; the total lead length received was 635 mm. Visual inspection noted calcification on the distal and proximal shocking coils. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip again noted the presence of calcification on the distal and proximal shocking coils. Laboratory analysis noted that deposits of calcium on cardiac leads have been shown to increase lead impedance.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms. Subsequently, a revision procedure occurred and the rv lead was explanted and replaced. The lead is expected to be returned. No additional adverse patient effects were reported.